Manufacturer narrative:
No patient information provided, as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there was no response from the command processor. The det pnl system was replaced. The imaging system then passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the image acquisition system (ias) for the site's system will not initialize. There was no patient present when this issue was identified.

Manufacturer narrative:
The detector panel for the imaging system was returned to the manufacturer for analysis. The panel was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.